Event description:
It was reported that during an unk procedure, the clip fails to release properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Please provide more details about the device quality issue. As shown in the attached photograph, the clip did not form properly. 2. Did device jam (not fire clips)? Unkown 3. Did device not feed clips (clips not advance fully into jaws)? 4. Did device drop or eject clips? 5. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? 6. Did the clip not hold on the vessel or tissue once placed? Yes. 7. Was the device on a vessel/artery when it would not open? 8. If yes, how was the device removed? (Cut off, forced open) yes. 9. If the device was cut off, was there any damage to the vessel/tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. D4: batch # a98n2d. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the damaged jaws of an el5ml, which appear to be used. The image is not clear to determine the failure mode. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device (B)(6) batch number, and no non-conformances were identified.